Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 3387, serial# unknown, product type: lead.

Event description:
A health care professional via a manufacturer representative reported that prior to replacement of a consumer's implantable neurostimulator (ins), abnormal impedance values were identified. After replacement of the ins, abnormal impedance values were still found. Device settings were noted as 2v, 210 pw, 30 hz. Prior to and after ins replacement electrode pairs 0<(>&<)>c, 1<(>&<)>c, 2<(>&<)>c, 3<(>&<)>c had high impedance (>2000 ohms) and pairs 0<(>&<)>1, 0<(>&<)>2, 1<(>&<)>2 had low impedance (<(><<)>50 ohms). The issue was not resolved at the time of the report. No actions/interventions were taken, as there were therapy effects. The consumer's medical history included parkinson's disease.

Event description:
No new information was received.